Event description:
Boston scientific received information that another manufacturer's field representative reported high out of range shock impedance measurements for the right ventricular (rv) lead and competitive implantable cardioverter defibrillator (ICD). Subsequently a revision procedure was performed where the physician found the pace sense set screw on the ICD to not be fully tightened. Since the rv lead is a bipolar sensing lead, it exhibited the high out of range shock impedance measurements. The setscrew was tightened and all shock impedance measurements were within normal range. The rv lead and ICD remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.